Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable biv defibrillator 2013 (B)(6); 694765 implantable defib lead 2013 (B)(6); 1688tc competitor implantable pacing lead 2006 (B)(6); 1782 competitor implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had diaphragmatic stimulation with all lv vectors, when programmed less than the capture threshold. It was also reported that the lv was programmed off due to the diaphragmatic stimulation. The lv remains in the patient and no patient complications have been reported as a result of this event.